Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, trachs were having "blown" cuff on vents, cuffs were tearing, it does not maintain seal, and inner cannulas are difficult to work with. There was also an issue with the left flange sizing rubbing off. The trach was replaced.